Event description:
Customer states that when they activated the catheter on the second segment bubbles came out of the shaft of the catheter proximal to the thermocouple so they took out the catheter and opened a new catheter.

Manufacturer narrative:
Damage to the outer sleeve revealed that the outer sleeve appeared to "burst" possibly due to over-heating.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, fo lowing medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the closurefast catheter was received for evaluation with the original packaging. No additional ancillary devices or cine images from the procedure were received. The catheter shaft was examined visually and tactilely: no kinks or damage to the shaft were found. Red dried residue was found on the handle of the catheter. The coil was inspected via microscope and found a ruptured outer sleeve approximately 5cm from the distal tip.